Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "doctor impacted trial on end of inserter into l5-51 disc space and attempted to distract space by rotating inserter handle. The trial then broke free from inserter distal tip where the threads of the inserter's tip began. Trial was retrieved without incident."